Event description:
This case was reported by a consumer (daughter) and described the occurrence of transient ischemic attack in a (B)(6) female patient who received super poligrip free denture adhesive cream ((B)(6)) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced transient ischemic attack, tingling of hands and fingers, passing out, "neurological problems", numbness in hand, ankle swelling, swelling of knees, increased blood pressure, rapid heart rate, a "spell", weakness, a black out, incoherence, rash and welts. The patient was hospitalized. The patient was treated with frusemide (lasix), desloratadine (clarinex), claritin, diphenhydramine hydrochloride (benadryl), verapamil, aspirin (baby aspirin), lisinopril (prinivil) and clonidine. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The purpose of this contact was to inquire about the commercials on television regarding zinc, super poligrip and if there was any relation between that and the customer's mother's medical history. The reporter spontaneously mentioned that her mother had experienced transient ischemic attacks, tingling hands, tingling fingers, had passed out and neurological problems. The following information was solicited from the reporter upon further questioning. The consumer began using denture adhesive approximately (B)(6) ago and it was estimated that she began using super poligrip approximately (B)(6) ago. The consumer has always used original super poligrip; however, sometime between the years 2000 and 2004 her mother began to experience numbness and tingling in her hands. On (B)(6) 2005, she was hospitalized for 7 days after having a spell, experiencing numbness and tingling in her hands, and her heart racing. Her hospital course including monitoring her heart, checking her circulation, pricking the nerves in her hands and many other procedures. She was discharged to home under the care of her daughter. She was discharged on verapamil to control her heart rate, which she continues to take. In 2004, exact date unknown, the consumer developed a rash under her skin on her back, hip, buttocks, stomach, thighs, legs, and shoulders. At times she developed welts primarily on the hips and buttocks. She had biopsies of the rash and had seen several specialists. She was started on oral clarinex, switched to claritin and then the medication was discontinued as it was felt it was not really helping. The consumer is given benadryl as needed. In 2004 or 2005, exact date unknown, the consumer developed a build up of fluid and was treated with lasix. This resolved and the lasix was discontinued. At present, the reporter states that there is swelling present in consumer's ankles and knees but it is not severe. In 2005 or 2006, the consumer was taken to the ER for a blackout. She passed out and was admitted to the hospital overnight for observation. Her treatment included a brain scan. She was discharged to home with a diagnosis of possible transient ischemic attack. On (B)(6) 2009, the consumer was hospitalized after passing out and having a spell. Her blood pressure was found to be increased. Diagnostic procedures included a brain wave scan, magnetic resonance imaging and neurological tests. The consumer was discharged to home. In addition to the verapamil, she was also discharged on the medication prinivil. She also prescribed clonidine as needed. On (B)(6) 2009, the consumer experienced weakness and a period of being incoherent. The reporter stated she took her mother's blood pressure and it was not elevated. She reported the incoherence resolved, but her mother continued to be weak. At the time of the report, the consumer continues to use super poligrip free. The transient ischemic attacks, passing out, blood pressure going up, spells, blackouts, being incoherent and welts have resolved. The other events continue. Super poligrip is manufactured in (B)(4). The lot number for super poligrip free is known while the lot number for super poligrip original is unknown. It is unknown whether the products will be returned for quality assurance testing.

Manufacturer narrative:
(B)(4).